Manufacturer narrative:
H.6. Investigation summary: a complaint of "bent foot on fx may cause safety issue" was received against instrument bottom bactec fx packaged material number: 441386, serial number: (B)(6). A bd field service engineer (fse) was dispatched. The fse was replaced the blower coupling and set of feet bfx spare, thus the issue was resolved. Instrument was found to be functional and released to customer for regular operation. This complaint is a confirmed failure of the bd product based on the service investigation. The root cause was unable to be determined as no materials were received for investigation. Device history record review for the instrument (B)(6), is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaints for this issue. Samples were not received by quality for investigation and thus, returned material investigation could not occur. No new risks, or hazards were identified as a result of the complaint.

Event description:
It was reported that bd bactec¿ fx, instrument bottom, packaged right front foot of the fx is bent at a 33 degrees. No injuries were reported. The following information was provided by the initial reporter: right front foot of the fx is bent at a 33 degrees and will not move up or down. Instrument is running currently with no noise.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ fx, instrument bottom, packaged right front foot of the fx is bent at a 33 degrees. No injuries were reported. The following information was provided by the initial reporter: right front foot of the fx is bent at a 33 degrees and will not move up or down. Instrument is running currently with no noise.